Event description:
Treatment of an anterior communicating artery (a-comm) aneurysm. It was reported that the coil could not be detached with the instant detacher or via manual method (provided in the instruction for use) and was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).